Manufacturer narrative:
No pt injury was reported. A gambro technical services (gts) field rep found the scales with weight of "0" out of specification. He calibrated the scales and pressure pods. The service tech said the warning label from the below mentioned field correction was on the machine. As corrective action, on august 16th, 2005, a safety alert was released. The field correction 9616240-9/7/05-001-c was initiated on august 25th, 2005.

Event description:
Customer reported: "the prisma machine incorrectly pulled a volume greater than the set rate."